Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact all leaflets were flexible and intact. No leaflet damage observed. All leaflets were in the closed position with a gap in the point of coaptation. All commissures were intact. No commissure damage was noted. The outer diameter of the valve measured at 33.93 mm. This is found acceptable for a size 25 mm valve of this model. This valve was re-assessed for size confirmation. This valve was confirmed to meet size requirements. Investigation: a review of the device history record (DHR) was performed for this valve; there were no correlations / issues identified regarding manufacturing. The device met all applicable manufacturing specifications prior to release for distribution. Based on the available information, a conclusive cause of the event could not be determined. The cause of the issue may have been due to patient anatomy or it is possible that user error in sizing contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 25mm aortic bioprosthetic valve, after parachuting the valve into place it would not seat properly despite being sized at a 25mm valve. As a result, the physician removed the valve and successfully replaced it with a 23mm bioprosthetic valve. No additional adverse patient effects were reported.